Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after lunch, with continuous glucose monitoring indicating a nadir of 55 mg/dl and a downward trend that occurred postprandially; the user treated with approximately 55 grams of carbohydrates consisting of an ice cream sandwich and orange juice and glucose rose to 82 mg/dl. Symptoms included hypoglycemia and dizziness. Outcomes included classification as a serious injury or illness due to the low glucose episode. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no investigative findings, with the device component also characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.